Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the upstream occlusion alarms which were experienced during functionality testing but could not be reproduced. The device was calibrated to ensure continued accurate occlusion detection.

Event description:
During baxter's functionality testing of a spectrum pump, it displayed the upstream occlusion message. There was no patient involvement.